Event description:
It was reported that the subject device had the suction/irrigator handle getting stuck in the suction position during an abdominal laparoscopic procedure, causing the co2 in the patient's abdomen to get sucked out. This made the surgeons lose visibility multiple times. It also reduced surgical efficiency as they had to keep pausing to allow the abdomen to reinflate. There was minimal delay to the laparoscopic roux-en-y gastric bypass procedure. The device was replaced with a similar device. There were no reports of patient harm or serious injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed; the device has suction/irrigator handle kept getting stuck in the suction position. The most probable cause of the complaint was traced to a component failure. The root cause could not be determined. Olympus will continue to monitor field performance for this device.